Event description:
The customer reported a reactive advia centaur hav igm result. The patient sample was tested with the advia centaur hav total assay and it was non-reactive. The sample was also tested in another hav igm assay and the results were non-reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant hav igm results.

Manufacturer narrative:
An urgent field safety notice has been sent to customers to mitigate the issue of false reactive hav igm results.